Event description:
According to the reporter: occurred during a total laparoscopic distal gastrectomy procedure. The stapling device was being used for the cutting of the duodenum. When the surgeon was trying to fire, it was not working, even checked twice. All of the status indicator lights were solid. In order to resolve the issue and complete the case, replaced with a new reload. There was no patient harm. The device sterilization method is autoclave and the type of cleaning is manual.